Event description:
It was reported that after upgrading their philips information center ix (pic ix) to software revision c.03.04, a philips clinical specialist (cs) noticed an atrial fibrillation (afib) alarm banner appeared, but there was no audible alarm sound. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Upon further investigation this complaint was determined to be duplicate. Please refer to mfg 1218950-2021-10720 for this event.

Event description:
It was reported that after upgrading their philips information center ix (pic ix) to software revision c.03.04, a philips clinical specialist (cs) noticed an atrial fibrillation (afib) alarm banner appeared, but there was no audible alarm sound. The device was in use on a patient. There was no report of patient or user harm.